Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. During procedure, the rv lead exhibited noise. The rv lead was not implanted, and a replacement was successfully implanted on (B)(6) 2026. The patient was stable throughout.